Manufacturer narrative:
The event unit was returned to applied medical for evaluation. The shield, a clear plastic internal component of the shield, was found to be improperly seated within the seal. Testing was performed on the event unit, which confirmed the reported event. Based on the condition of the returned unit and the description of the event, it is likely that a large instrument dislodged the shield from its original position during passage through the seal. The shield displacement could create interference during instrument passage through the seal. The probability and criticality of harm resulting from this failure mode have been evaluated and were found to be at an acceptable level. Applied medical will continue to monitor its vigilance system for trends and take appropriate action, as necessary, to ensure the performance and safety of its products.

Manufacturer narrative:
The event device has returned to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: "laparoscopic colectomy". Event description: "this is a complaint from the market. Administrative no.(B)(4). Please refer to the complaint sheet for investigation. Insertion resistance in seal report from the sales rep. The customer sensed increased drag force in the seal during insertion/removal of the flexible endoscope. After the sales rep inspected the actual unit, they confirmed drag force of the customer's experience. Initial investigation report: the event unit inserted the obturator was returned to us and visually inspected. We removed the obturator from the cannula slowly so that the septum won't be damaged and the septum inner size won't be deformed. During the procedure, we also sensed a lot of increased drag force in the seal. The unit removed the obturator will be returned to amr for further evaluation. Admin# (B)(4)." The component list was provided and the package, syringe, cannula and obturator are available for return." Patient status: "no patient injury".